Event description:
The customer returned the Duodenovideoscope to the service center for evaluation related to a separate issue. During testing the Service Technician identified the device had foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection.Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.